Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A corrective action has been initiated to prevent similar sideport events.

Event description:
During device preparation, the extension tube of three way stopcock detached from the introducer. The device was replaced and the procedure was completed with no adverse consequences to the patient.